Event description:
Complainant alleged that during a routine shift check by clinician, the nurse was observing that the device's connection to the paddle wells appeared loose, discharged energy for the 30 joule self-test, and rec'd an unintended delivery of energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing f/u report when our investigation is completed.